Event description:
It was reported that the customer had a no delivery alarm during their basal. Customer's blood glucose level was 88 mg/dl. Customer was assisted with clearing the alarm. Customer was getting ready to bathe and perform a set change. As a result, the customer did not perform a 5.0u fixed prime. Customer was unable to remove the set at this time to examine the cannula. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer said she will call back if no delivery continues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).